Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink secondary medication set would not flow. The primary bag was hung on three hangers and was clamped off in order to get the secondary device to flow. The primary bag was infusing albumin and the secondary set was infusing vancomycin. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.